Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 460cc saline breast prosthesis, cat. #3503460, lot #5683565. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 460cc saline breast prostheses that both deflated after implantation. Patient noticed a large size difference between the left and right breasts. She also noted that the right side felt like it folded in half and that the right breast felt like it was leaking. In addition, it was reported that the patient developed capsular contracture (baker grade unknown) in both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the second of two devices.